Event description:
Based on information reported to davol by sales rep: (B)(6) 2009 - the mesh was opened up onto the sterile field. Once the surgeon manipulated the mesh, the surgeon questioned if the mesh was a re-designed product, which it was not. The surgeon then turned the mesh over and noted the recoil ring to be broken in the area of the weld. Mesh not implanted into the patient.

Manufacturer narrative:
It was reported that the ring was noted to be broken before it was placed in the patient. The mesh was not used and there was no patient injury. The mesh was returned and evaluated. There was a bend in the ring that caused one end of the weld to point upward into the mesh material. However, the ring was intact, with no evidence of a break.